Event description:
Physician was attempting to salvage a broviac line by passing a cope mandrill wire guide to remove precipitate. Physician documents the following: "a cope mandrill wire guide ((B)(4)) was inserted in the lumen under sterile technique. After advancement of a short distance (fairly proximal in the tubing - not felt to be past the tip of the catheter), the person holding the wire felt resistance and stopped. He then pulled back the wire so we could estimate the distance. When pulling back, it was obvious that the outer wire coil was unraveling. The clamp of the catheter was applied to trap the wire and a cap was applied to secondarily trap the wire. The wire was cut off. We will proceed to the operating room today to remove the catheter with residual wire and place a new line."